Manufacturer narrative:
The device was received with the adhesive pad attached to the bottom housing. No damages or defects were observed with the adhesive pad, bottom housing, or formed needle that would cause skin irritation. The exact cause of the reported skin irritation could not be determined. The received device had the cannula assembly fully deployed. Inspection of the cannula assembly found no problems with fluid passing freely through the complete fluid path, though the exposed portion of the soft cannula was kinked. It could not be determined when this damage occurred. The download data does not contain any timeouts or pulse width increases that would indicate a failure to deliver insulin. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide: model: ent450. 17845-5c-aw rev a 10/17. Checking your blood glucose 4 / page 36: warning: test results greater than 13.9 mmol/l mean high blood glucose (hyperglycemia). Warning: if you get results below 3.9 mmol/l or above 13.9 mmol/l, but do not have symptoms of hypoglycemia or hyperglycemia (see "living with diabetes" on page 117), repeat the test. If you have symptoms or continue to get results that fall below 3.9 mmol/l or above 13.9 mmol/l, follow the treatment advice of your healthcare provider. Changing your pod 3 / page 24: warning: to minimize the possibility of site infection, do not apply a pod without first using aseptic technique. This means to wash your hands, clean the insulin vial with an alcohol prep swab, clean the infusion site with soap and water and keep sterile materials away from any possible germs. Changing your pod 3 / page 34: warning: if an infusion site shows signs of infection; immediately remove the pod and apply a new one at a different site. Contact your healthcare provider. Treat the infection according to instructions from your healthcare provider. Living with diabetes 11 / page 117: at least once a day, use the pod¿s viewing window to inspect the infusion site. Check the site for signs of infection, such as pain, swelling, redness, discharge or heat.

Event description:
It was reported that the patient's blood glucose (bg) levels exceeded 14 mmol/l (252 mg/dl) while wearing the pod on the leg between 36 and 48 hours. Multiple corrections were attempted using the pod but the bg levels did not decrease. The site was noted to be irritated, slightly infected with pus coming out. A manual insulin injection of 3 units through a pen was used to treat the hyperglycemia.